Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not been received. Isi reviewed the site¿s complaint history, which a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was found to have a broken wire. The procedure was completed as planned with no reported injury and a delay of less than 15 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.